Event description:
A physician reported that during an intraocular lens implant procedure foreign material was found stuck to the optic during insertion. It could not be removed by ia. The surgery was performed and completed without product replacement; it still remains in the patient's eye. Postoperative eye drops were administered as usual. Postoperatively, a spot hemorrhage appeared in the peripapillary area of the retina of the right eye. The hemorrhage did not worsen over time, but neither did it disappear. Additional information has been requested.

Manufacturer narrative:
The device was returned in an opened blister tray. The lock out assembly has been removed. Viscoelastic is observed in the device. No damage observed. The plunger has been advanced outside the nozzle tip. The plunger tip is bent but intact. No iol returned. No foreign material returned. Received video shows iol implantation. Device preparation is not shown. The iol is delivered through the nozzle, no determination can made on the reported foreign material at this point in the video. As the iol enters the eye and starts to unfold a mark can be seen on the upper edge of the optic. The video ends with the mark still on the optic. Received photo shows a black background with some white marks. The reported complaint cannot be determined form the retuned photo. Based on our observation of the attached video, there appears to be a mark close to the edge of the iol optic. The reported complaint cannot be confirmed on the returned photo. The origin of the observed mark cannot be confirmed based on the returned video alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).